Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the ventilator hung when it was turned on and could not be turned off. The device was not in use on a patient at the time of the event.